Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was confirmed the hemostasis plug of a 6f exoseal vascular closure device (vcd) which was used approximately four months prior had remained inside the blood vessel. The plug was removed by suction and seems to pathologically be the exoseal plug. Ischemic symptoms did not appear in the acute phase, and the plug maintained a certain size after four months had passed. Four months after placement, intermittent claudication was confirmed. Angiography showed something around the point of puncture. Although a supera was attempted to be implanted for covering, it fell to the below the knee and was obstructed. The device was used in an interventional procedure. The physician had achieved certification of the exoseal vcd. The device was stored and prepped according to the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no blood flow observed from the bleed-back indicator when the button was depressed. The exoseal vcd was not consistently retracted from the patient during use. The device is not available for evaluation, however pictures were returned for analysis.